Event description:
We have multiple problems with hospira plum a+ and plum a+3 infusion pumps at our hospital (>200). The infuser fluid shield diaphragm may be out of specs. The error codes that may appear are n250 and n100. The root cause appears to be undersized (out of specs) fluid shield diaphragms. This may cause a delay in therapy. Hospira states they will address this issue in the 2nd quarter of 2013. No patients have been harmed.======================manufacturer response for infusion pump, plum a+ (per site reporter).======================manufacturer will address this issue in the 2nd quarter of 2013.======================manufacturer response for infusion pump, plum a+3 (per site reporter).======================manufacturer will address this issue in the 2nd quarter of 2013.what was the original intended procedure?infusion therapy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.